Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that a couple of months ago in 2018 around (B)(6) the patient started experiencing cramping all over their chest with any movement of their upper chest. The consumer was not sure if that was related to the device or not. Then the patient started getting bad pain around where the stimulator was implanted in their back. The pain became so bad that they turned it off. It was confirmed that the pain was not as bad when the implantable neurostimulator (ins) was off and that it seemed to get better. They then noticed a big rash on the patient's side about 2 inches from the ins. The area was really tender to the touch. The patient left the ins off for about 2 weeks and then turned it back on. The pain returned and became pretty severe almost immediately when they turned the ins back on. There were no falls of traumas related to the event. Hcp listings were provided to the patient. No further complications were reported.